Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. Customer experienced trembling and a "closed mouth" preventing oral treatment, so his mother injected him with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, observed sensor plug to not be fully seated. The complaint is not confirmed to a use issue.

Event description:
Caller reported the customer received a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. Customer experienced trembling and a "closed mouth" preventing oral treatment, so his mother injected him with glucagon. There was no report of death or permanent impairment associated with this event.